Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a sensor glucose reading over 400 mg/dl when her blood glucose level was in fact 150 mg/dl. Customer also reported receiving multiple calibration errors and a sensor error. Blood glucose level was 150 mg/dl at the time of the call. No further information was provided.